Manufacturer narrative:
Continued e1 -- phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; liquid; reactive lymph nodes.

Event description:
Healthcare professional reported left side "rupture, liquid, cysts, folds, and reactive lymph nodes." The device remains implanted.